Manufacturer narrative:
One used unit was received for evaluation. Visual inspection of the returned sample identified that the inflation valve was positioned deep into the pilot balloon. Using magnification to inspect the opening of the pilot balloon, no tears or cuts were observed that would prevent the inflation valve from seating properly into the pilot balloon. No manufacturing defects were identified with the pilot balloon. Functional testing was performed and the unit tested normally. The investigation determined that device was manufactured to specification. Rotational and horizontal forces likely were applied to the inflation valve, which caused it to be forced into the pilot balloon.

Event description:
It was reported that the connector/adapter of the custom-made tracheostomy tube slipped into the cuff, making it impossible to connect with a disposable syringe and also it cannot be easily deflated during an emergency trach change, only with great difficulty by pushing the adapter back into its original position. There was patient involvement but no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.